Event description:
Same case as MDR ID: 2134265-2013-04775 and 2134265-2013-04777. It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The target lesion was located in a highly calcified left anterior descending artery (lad). After an unspecified guide wire was used to cross the lesion, an attempt was made to advance a 2.0 x 30mm apex balloon catheter, however, this device was unable to cross the lesion. A 1.50mm x 20mm apex push balloon catheter was successfully advanced to the lesion, however, the device ruptured at 6 atms and was removed without incident. Another 1.50mm x 20mm apex push balloon catheter advanced to the target lesion and also ruptured at unknown atms. The device was removed and exchanged with a 2.0mm x 30.0mm apex balloon catheter which also ruptured at unknown atms. This event led to a slight perforation and slight ¿staining¿ of the vessel. Two promus stents were implanted to cover the affected area and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the vascular access site was the femoral artery. The target lesion was 95% stenosed, mildly tortuous and severely calcified. The 1.50mm x 20mm apex¿ push balloon catheter was inflated only once before it ruptured. The device was removed successfully and intact. The patient's condition after the event was stable.